Event description:
It was reported to boston scientific that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the balloon burst. It was reported that the balloon had been inflated to approximately 5 atm with contrast when it burst. No fragments of the balloon detached. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".